Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 4968-35, lead, implanted (B)(6) 2012, 6947-65, lead, implanted (B)(6) 2011. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry.

Event description:
It was reported that the device displayed "wireless telemetry no longer available with this device" on a remote transmission. Wired telemetry and manual transmission are still available and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the wireless telemetry was disabled due to high current drain.